Event description:
The ge oec 9800 fluoroscopy system displayed maximum technical factors but did not display an image. System will not make x-rays.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a blown snubber pcb that was removed and replaced. The high voltage candlesticks were also cleaned and re-greased. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.